Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 2 years and 11 months after the dental implant was installed in intraoral region 19#, its loss of osseointegration was observed and occlusal overload has occurred. Moreover, 32n.cm of primary stability was achieved and the patient presented bone type ii.